Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer treated high blood glucose with manual injections. The customer was reported that meter was not connecting to the insulin pump. Customer was assisted in pairing the meter and insulin pump. It was also reported that they had issue leaking on the tubing and then another infusion set was detached. Customer declined to troubleshoot further. The insulin pump will not be returned for analysis.